Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s peritoneal dialysis (pd) transfer set was ¿sticky¿ on the outside. This event was noticed while the nurse was performing a routine 6 month exchange for a new transfer set and it was discovered that the old transfer set was ¿sticky¿. There was no leakage reported; however, the cause of the condition was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.